Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this left ventricular (lv) lead had malfunction. Additional information indicated that this lv lead was dislodged when the physician attempted to reposition it and was unable to obtain access. The patient was occluded so there was no further attempt was made to put lead back in. This lv lead was explanted. No additional adverse patient effects were reported.